Event description:
It was reported that during the procedure in the heavily calcified, mildly tortuous, mid left anterior descending artery, a whisper guide wire was advanced across the lesion successfully via radial access. An unsuccessful attempt was made to advance a 1.20x12 rx mini trek dilatation catheter to the target site due to the heavy calcification. The device was withdrawn without resistance and exchanged for a 1.20x15 otw mini trek dilatation catheter. The catheter was advanced without resistance to the target site. The balloon was inflated 7 times at nominal pressure and pre-dilatation was performed successfully. The whisper guide wire was exchanged for a non-abbott guide wire. An attempt was made to remove the dilatation catheter but it was stuck on the non-abbott guide wire. Both devices were withdrawn from the anatomy as a single unit. The target site was re-wired and two xience v stents and one xience xpedition stent were implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported resistance was confirmed on the returned device and was likely due to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.